Event description:
Per report, an annular rupture occurred after balloon aortic valvuloplasty (bav). The patient was initially hemodynamically stable for several minutes after bav. A 29mm sapien xt valve was implanted in the aortic annulus in a 50:50 position without incident. Upon review of the echo to assess possible paravalvular leak, the patient¿s pressures decreased and effusion was noted on echo. The physicians performed a pericardiocentesis without any effect, therefore the patient's chest was opened to try and repair the annular rupture. Both surgeons noted the repair could not be performed due to the location and amount of calcium and the patient expired. The annular rupture was attributed to a severely calcified aortic root and lvot. Procedural imaging was re- reviewed post procedure and it was at that time that they noted the rupture occurred after bav.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors [severe annular calcification] appear to have contributed to this annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.